Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd 3ml syringe luer-lok¿ tip with bd precision glide¿ needles experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no:309581, batch no:8313744. Information from email below: sent: thursday, (B)(6), 2020 4:55 pm please see the below product complaint in regards to item ref: 309581 lot:8313744. The customer states that 4 needles did not function properly. The fluid did not come out of the needle tip itself. Customer thinks it might have come out of the part where the needle and syringe connect. She is not certain. Consumer stated, when trying to inject b-12, medication leaked out stated, she is new to this syringe stated, she was never told the needle had to be "seated and locked into place" stated, she does not purchase the box, but a few syringes at a time. Stated, bd should compensate her for spilled medication because there should be instructions on the individual packages. Explained to consumer, pharmacist or doctor should have provided guidance on how to use. Explained, she should consider reaching out to manufacturer of medication or pharmacy for reimbursement consumer insisted on sending receipt to bd. Explained, no guarantee she would be compensated but I would present her request to management.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that 4 bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needles experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no:309581, batch no:8313744. Information from email below: sent: thursday, september 17, 2020 4:55 pm please see the below product complaint in regards to item ref: 309581 lot:8313744. The customer states that 4 needles did not function properly. The fluid did not come out of the needle tip itself. Customer thinks it might have come out of the part where the needle and syringe connect. She is not certain. Consumer stated, when trying to inject b-12, medication leaked out stated, she is new to this syringe. Stated, she was never told the needle had to be "seated and locked into place" stated, she does not purchase the box, but a few syringes at a time. Stated, bd should compensate her for spilled medication because there should be instructions on the individual packages. Explained to consumer, pharmacist or doctor should have provided guidance on how to use. Explained, she should consider reaching out to manufacturer of medication or pharmacy for reimbursement. Consumer insisted on sending receipt to bd. Explained, no guarantee she would be compensated but I would present her request to management.